Event description:
It was reported that an intraocular lens was implanted on (B)(6) 2014. After surgery, it was stated that the patient had high intraocular pressure. One month postoperatively the patient had a symptom like intraocular inflammation. The patient was transferred to a facility in (B)(6). It was stated that the iol was not explanted. No further information was provided.

Manufacturer narrative:
Based on the manufacturing record review, no deviation or assignable cause was identified for the designated complaint types of increased ocular pressure and inflammation. The documentation shows that the production order was manufactured according to specifications. The sterilization records were reviewed and found in compliance. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Gender: unknown. The explant, is left blank because it is not applicable. The lens remains implanted at the time of the emdr submission. Initial reporter: telephone number (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age: (B)(6) years old, gender: female. Date of event - additional information received indicated that the increased intraocular pressure was diagnosed on (B)(6) 2014. Therefore, the date of event is being changed to (B)(6) 2014. High intraocular pressure (iop), 32mmhg was diagnosed on (B)(6) 2014. Beta blocker eye drop and carbonic anhydrase inhibitor were prescribed. Next day, iop dropped 14 mmhg, but developed keratic precipitates. With the current information, the patient was not treated with surgical intervention. All pertinent information available to abbott medical optics has been submitted. Placeholder.